Manufacturer narrative:
(B)(6).

Event description:
It was reported that the wire broke. A 300cm filterwire ez was selected for use. During the preparation, it was noted that the wire broke when trying to expel the air from the basket. The procedure was completed with a different device. There were no complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6) lab. Device evaluated by manufacturer: the device was returned for analysis. The wire returned inside the delivery sheath and the filter bag came back undeployed. It is possible to observe the spring tip is bent and stretched. Also the wire was exposed through the sheath slit. No detachment sections were noted. Under microscope, it was observed that the spring tip is bent and stretched.

Event description:
It was reported that the wire broke. A 300cm filterwire ez was selected for use. During the preparation, it was noted that the wire broke when trying to expel the air from the basket. The procedure was completed with a different device. There were no complications reported.